Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient was hospitalized for fluid overload. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient was hospitalization from (B)(6) 2018 due to fluid overload. Per pdrn the patient had been compliant with his peritoneal dialysis treatments and it likely the physiology of the patient¿s body that attributed to the patient¿s fluid overload. Per pdrn patient was discharged and has was able to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient was hospitalized for fluid overload. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient was hospitalization from (B)(6) 2018 due to fluid overload. Per pdrn the patient had been compliant with his peritoneal dialysis treatments and it likely the physiology of the patient¿s body that attributed to the patient¿s fluid overload. Per pdrn patient was discharged and has was able to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.

Event description:
Information in the file and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2018 the contact for this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that the patient was hospitalized for fluid overload for a week. Additional follow up with the patient¿s peritoneal dialysis registered nurse [pd(rn)] documented that the patient was hospitalized (B)(6) 2018 due to fluid overload. Per the pdrn the patient was compliant with pd therapy and most likely the fluid overload was a result of the patient¿s physiology. Medical records received 03/21/2018 document that the patient presented to the emergency room (ER) (B)(6) 2018 for worsening shortness of breath experienced for the past two days. A chest x-ray showed the patient to have mild bilateral vascular congestion, but no pleural effusion or pneumothorax. The patient has an extensive cardiac history and was found to have acute on chronic congestive heart failure and hypotension. The patient has an implanted cardioverter-defibrillator with ischemic cardiomyopathy with an ejection fraction (ef) 25-30%. The patient¿s lab values showed a brain natriuretic peptide (bnp) 17,000, indicative of heart failure, and troponin negative. A comprehensive review of the patient¿s systems documented diminished breath sounds bilaterally with bibasilar rales. The patient was admitted for further treatment. During the hospitalization the patient was treated for the congestive heart failure. The patient was prescribed/treated with dobutamine (route, dose, strength, frequency and duration unknown) for fluid removal as he is allergic to loop diuretics. The patient continued pd therapy during the hospitalization (unknown if fresenius products were utilized or if any treatments were missed) and during a cardiology consult on (B)(6) 2018 the patient stated he felt better after completing pd therapy. The patient was also seen by vascular surgery in order to determine if vascular workup was required for non-healing wounds on bilateral lower extremities. The patient reported a history of bullae and redness to the lower legs. The patient had been treated in the past with antibiotics. Other hospital course was unknown. The patient was discharged to home with home health services on (B)(6) 2018 and continued to complete ccpd therapy on the liberty cycler.

Manufacturer narrative:
Conclusion: there is a probable temporal relationship between the event of fluid volume overload and subsequent hospitalization and ccpd therapy on the liberty cycler as it is unknown if the patient was in active treatment at the time of the event. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s adverse event and the liberty cycler. Additionally, there is no reported device malfunction related to this event. This patient has extensive cardiac comorbidities including systolic congestive heart failure that likely caused or contributed to the fluid volume overload. The patient¿s lab values showed an increased bnp which is an indication of heart failure.